Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via a trial that after deployment of the 3.0 x 15 mm xience v stent in the proximal left anterior descending artery at 13 atmospheres, a dissection occurred at the exit of the stent requiring the implantation of the 2.75 x 12 mm xience v stent in the first diagonal artery. The patient's condition resolved the same day. The patient was discharged the following day. There was no adverse patient sequela. There was no additional information provided.